Manufacturer narrative:
Company representative evaluated the unit and cleared all error logs.

Event description:
Customer reported that panorama central station displayed an error message, which may have affected telemetry monitoring. No patient injury reported.